Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant had a impella cp pump placed to support the patient admitted in with acute myocardial infarction/cardiogenic shock. It was reported that the patient had urine output from clear yellow to red after patient sat up to vomit. An echocardiogram showed the pump was deep. Pump pulled back. The patient also became hypotensive with that event. Started low dose levo and milrinone that they plan to wean. The patient had significant chest output. Continue to replace blood products. The impella unable to run above p2 without suction. Bedside echo imaging not optimal after cv surgery. Limited windows showed pump has moved and is a little deep with pigtail on pap. Interventional fellow repositioned several times. Suction resolved temporarily but pump is positional seems to dive back to pap. Physician uncomfortable pulling back more with sub par transthoracic echocardiogram (tte). Requested tee but intensivist hesitant due to bleeding after issues passing probe in operating room. Team currently wants to leave pump as is despite suction and sub optimal flows. Later the pump was repositioned due to impella being in the aorta. Reportedly advanced 8 cm with bedside echo. Nurse was unsure what measurement was from inlet to annulus. It was further reported that the pump had suction. The patient was given a unit of red packed blood cells, fresh frozen plasma, and albumin. Suction has resolved. Later amio was increased due to rapid atrial fibrillation. The family decided to withdraw care and the patient expired.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Data logs were returned for analysis. Data log analysis showed suction alarms and positioning alarms. Of the positioning alarms, there were impella position in aorta alarms and impella position unknown alarms placement signal trends were also seen during the case. No motor current spikes or trends were seen outside of p-level changes. Mechanical interaction with blood: the root cause of the hemolysis was most likely patient condition related based on clinical details and data log analysis. Device in wrong position: the root cause of the initial positioning issue on the day of implant was most likely use related based on clinical details. However, the positioning issues faced later during the case where the pump seemed to move after repositioning was most likely patient condition related based on clinical details. Pump suction: the root cause of the suction alarms was most likely patient condition related based on the clinical details provided. Arrythmia: the root cause of the arrythmia was unable to be determined due to insufficient clinical details. Major bleed: the cause of the major bleed was not determined due to insufficient clinical details. Hypotension: the cause of the hypotension was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.